Event description:
It was reported that patient had issues with sluggish or inability to flush lumens. They had increased pumping pressures on an inotrope line despite all bungs and lines being changed to troubleshoot. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.